Manufacturer narrative:
Batch review performed on 14 may 2019: lot 179983: (B)(4) items manufactured and released on 24-apr-2018. Expiration date: 2023-04-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event additional implant involved: reverse shoulder system 04.01.0174 glenosphere 42x27 (k170452), lot 179967: (B)(4) items manufactured and released on 03-may-2018. Expiration date: 2023-04-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 20 day after primary the surgeon revised the reverse metaphysis, the reverse liner, the glenosphere, the glenoid baseplate and the glenoid locking screws for a dislocation case (humerus from glenoid). The surgery was completed successfully.